Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the bands in the ligator head were moved from their position and overlapped. The trip wire was secured. The ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head were moved and overlapped. And the ligator head teeth were bent/damaged. These suggest that the device could not deploy. It is possible that procedural or anatomical factors encountered during the procedure could have affected the performance of the device bending the teeth and leading to inability of the device to deploy the bands. This could have affected in some way the knots that hold the suture, making the bands overlapped and moved from their position while deploying them. Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h2 (additional information): block b5, block h6 (device codes), and block h10 have been updated based on the additional information received on december 27, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices sclerotherapy procedure performed on (B)(6) 2022. During the procedure, the bands fell off and unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 27, 2022: it was reported that the during the procedure, the bands could not be deployed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices sclerotherapy procedure performed on (B)(6) 2022. During the procedure, the bands fell off and unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.